Event description:
The device was used during an oncotomy procedure. Reportedly, the instrument did not fire. The surgeon applied another device without pt injury.

Manufacturer narrative:
08/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.